Event description:
Under certain circumstances, when using nicoletone with the nicolet cortical stimulator, it is possible that even though stimulation was delivered through the selected electrodes, the annotation label will incorrectly indicate that the stimulation was delivered via a different electrode.

Manufacturer narrative:
A voluntary field correction and removal, 806.10 was initiated (B)(4) 2011 to the minneapolis office, report number: 3008289288/10/05/2011. Field action activities are still in progress.